Manufacturer narrative:
Aso performed evaluation of returned samples as well as retained samples of the same lot number for adhesion properties. In addition, aso reviewed records of biocompatibility tests.

Event description:
Consumer reported that after 3 to 4 days of using the device, her thumb started to turn pink and she was getting blisters.